Event description:
It was reported that the patient underwent an unspecified left knee procedure in 1994, where vicryl sutures were used. After surgery the patient developed an infection and injuries.